Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6) 2022. Unknown, assumed 1st day of month that complaint was reported. Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information was requested, and the following was obtained: what surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What was the approach to the esophagectomy? Was the anastomosis cervical or intra-thoracic? Were there any issues experienced with the device in the initial surgical procedure? No issues were experienced what healthcare professional fired the device and what is his/her experience with the device? Mr. P.c. Head upper gi surgeon. Third time using the powered circular device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes, 15 seconds pre-compression and retightening was performed prior to firing. Were there any issues with device use/firing? No, the device fired perfectly during the procedure what confirmation was received that the device completed the firing sequence? Audible feedback was heard and green checkmark visible was the green checkmark visible at the end of the firing? Yes, green checkmark was visible how many counter-clockwise revolutions of the adjusting knob were used to open the device? 4 half turns counter clockwise revolutions, was there any difficulty removing the device? No was a complete transection of the white breakaway washer visually confirmed? Yes were the donuts inspected? If so, please describe. Yes, nice complete donuts were there any issues noted with staple formation? No issues noted. If so, please describe the shape and location. Was a leak test performed? Yes, leak test was performed if so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? 9 days post-op how was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? The leak along the staple line was stinted

Event description:
It was reported that the patient had a leak 9 days post op along the stapler line. The patient was doing absolutely fine up until this stage and was due to be released from hospital on day 9 until he had this leak unfortunately. Procedure: esophagectomy